Event description:
N/a.

Manufacturer narrative:
Additional information: h6. Corrected information: d4- model number. This pmcf registry complaint involves an advanta vxt graft implanted during a femorofemoral bypass procedure. The procedure was completed successfully, and the patient was discharged without complications. The patient later in 2025 developed severe limb ischemia, and imaging revealed thrombosis of the graft. Due to the patient¿s condition and comorbidities, revascularization, thrombectomy, and amputation were not feasible, and the patient was transitioned to palliative care, passing away in 2025. The investigator attributed the event to patient comorbidities rather than the device. The device was not returned and no images were available. Thrombosis may result from various procedural and patient-related factors, including vessel injury, flow disturbances, foreign body response, anastomotic technique, graft kinking or twisting, and hemodynamic conditions. The graft functioned as intended for several years post implantation, and the patient had multiple risk factors for thrombosis. Additionally, the procedure involved use in a high mobility anatomical location contraindicated in the IFU, which may have contributed. A device nonconformity cannot be confirmed. A DHR review was completed and did not identify any nonconformances related to this complaint in manufacturing. There is no indication that manufacuting is the cause of this complaint. The IFU provides adequate instructions for device use, including guidance on proper handling and cutting techniques, and clearly contraindicates use in axillofemoral or axillobifemoral bypass and other high mobility locations. There is no indication that the IFU contributed to this complaint. Complaint trending determined that the actual occurrence level did not exceed the anticipated occurrence level. No manufacturing, design, or labeling issues were identified, and complaint trending showed no adverse trends. The complaint could not be confirmed, and the most probable cause is considered a user-related anticipated procedural complication in combination with patient comorbidities.

Manufacturer narrative:
Updated fields: a2, a4, b4, g1, g3, g6, h2, h6, h11 a follow-up report will be submitted upon completion of our investigation.

Event description:
N/a

Event description:
Preparation for fasciotomy of both legs prior to thrombectomy was initiated; however, the muscle tissue was observed to be sluggish, discoloured, and non-viable. Based on these findings, the planned procedure was cancelled.

Manufacturer narrative:
Due to character restrictions in block e1. Initial reporter: (B)(6). Addiitonal information: a1, a2, a3, b5, b7, e1, g2.

Event description:
It was reported that the patient was hospitalized following a fall. Examination revealed cold, mottled limbs with no pulses, and angiography confirmed thrombosis of advanta graft. The patient died.

Manufacturer narrative:
Due to character restrictions in block e1; event site name: (B)(6). A follow-up report will be submitted upon completion of our investigation.